Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridges used were noted to be stiffer than usual and poor visibility. Despite this challenge, the cartridges were successfully used without encountering further issues, and the surgery was completed. Additional information was requested.